Manufacturer narrative:
An onsite visit has been conducted pending the evaluation result. Additional information will be submitted once new data is received.

Manufacturer narrative:
The customer reported that the system was checked for leaks, none found on the device. An inspection according to manufacturer's specifications completed. Tests were ran in hft mode with test hose system for accurate flow and pressure measurement. The customer reported that test ran were functionally successful..

Manufacturer narrative:
The remote service engineer indicated that the customer had not answered any questions, even after repeated inquiries, and had not asked for any service. Due to insufficient information, the conclusion and the root cause cannot be determined.

Manufacturer narrative:
To date, the device has not been tested. The manufacturer has reached out to the distributor to arrange onsite testing for this device and will continue to be in communication with the distributor until device evaluation has been completed. Further information will continue to be requested from the distributor. A supplemental report will be submitted if/when new information becomes available.

Manufacturer narrative:
Submission date: 24sep2021. Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
It was reported that during high flow therapy (hft) the v60 ventilator was found to deliver insufficient flow to the patient, resulting in an unspecified decrease to the patient saturation of peripheral oxygenation (spo2). Therapy titration of increasing the device delivered flow did not remedy the issue and patient dyspnea persisted. No audible or visual alarms were present during the time of the event in question. The device was in clinical use at the time of the event providing therapy to the patient. The patient was removed from the suspected malfunctioning device and placed onto a backup v60 ventilator. No further harm or injury had been noted.